Event description:
It has been reported to philips that the lever to turn the detector in the geometry control was starting to fail. The device was in clinical use. No patient harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use for a planned vascular treatment when the issue occurred and the procedure was completed as planned without using detector orientation. The philips field service engineer (fse) inspected the system onsite and confirmed that the button that makes the detector rotate was not working. The fse removed and positioned the detector rotation knob correctly. After positioning the knob, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The absence of detector orientation did not affect the completion of procedure and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.